Event description:
Patient was brought to the room for radiofrequency ablation lumbar. Doctor could complete 1st level of treatment and unable to advance treatment mode to the 2nd and 3rd level. Doctor was unable to continue the procedure. Unit is end of service (eos) per manufacturer, and was removed from service and retired.